Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11792. It was reported the patient was working on a house, and received an electrical shock. Since the incident, the patient felt intermittent unwanted stimulation in the should and left arm. Follow up identified the patient had met with the physician and surgical intervention was to be undertaken to place a surgical lead. It was reported the patient would have an MRI prior to the new lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.